Manufacturer narrative:
Additional information was received that the patient was having inadequate stimulation. The patient underwent a revision procedure wherein leads and anchors were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the battery site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the battery site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the battery site. The patient will undergo a revision procedure.